Event description:
Reportedly, device replacement was performed on (B)(6) 2020. The device was re-programmed in vvi pacing mode, 40 min-1 to prioritize the patient intrinsic rhythm. However, during the surgery, ventricular pacing at 80 min-1 was observed when using electrocautery and the recorded egm was flat. The pacing mode was therefore re-programmed in ooo and device replacement was successfully performed. On (B)(6) 2020, upon device interrogation, it turned out that the battery impedance reached 25 kohms, though it was 5 kohms before device replacement.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, device replacement was performed on (B)(6) 2020. The device was re-programmed in vvi pacing mode, 40 min-1 to prioritize the patient intrinsic rhythm. However, during the surgery, ventricular pacing at 80 min-1 was observed when using electrocautery and the recorded egm was flat. The pacing mode was therefore re-programmed in ooo and device replacement was successfully performed. On (B)(6) 2020, upon device interrogation, it turned out that the battery impedance reached 25 kohms, though it was 5 kohms before device replacement.

Event description:
Reportedly, device replacement was performed on (B)(6) 2020. The device was re-programmed in vvi pacing mode, 40 min-1 to prioritize the patient intrinsic rhythm. However, during the surgery, ventricular pacing at 80 min-1 was observed when using electrocautery and the recorded egm was flat. The pacing mode was therefore re-programmed in ooo and device replacement was successfully performed. On (B)(6) 2020, upon device interrogation, it turned out that the battery impedance reached 25 kohms, though it was 5 kohms before device replacement.

Manufacturer narrative:
The electrical and mechanical characteristics of the returned device were within specifications. No issue is suspected on the battery. Analysis of the provided files revealed that the reported absence of sensing most probably resulted from the use of electrocautery during the re-intervention.